Event description:
This pump was returned for warranty repair with a fault description of "volumetric inaccuracy". When contact for further info, the customer reported that a nurse returned the pump to the biomedical dept and said that it did not seem to deliver correctly. No specific incident was recorded and no pt injury occurred.